Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic procedure, during anastomosis, there was difficulty in removing the stapler from the cavity as the anvil would not tilt. The anvil had to be pushed manually until tilting was achieved to remove the stapler. The anvil fell into the cavity of the patient. The colectomy was needed to prevent a permanent impairment of a function. The surgical time was extended for 30 minutes or more due to the product problem as well.

Event description:
According to the reporter, on a laparoscopic procedure, during anastomosis, there was difficulty in removing the stapler from the cavity as the anvil would not tilt. The anvil had to be pushed manually until tilting was achieved to remove the stapler. The anvil fell into the cavity of the patient but was retrieved. Colectomy was needed to prevent a permanent impairment of a function. The surgical time was extended for 30 minutes or more due to the product problem as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic colectomy procedure with a pfannenstiel incision, there was difficulty in removing the stapler from the cavity as the anvil would not tilt. The anvil had to be pushed manually until tilting was achieved to remove the stapler. The surgical time was extended for 30 minutes or more due to the product issue. There was no patient injury.